Event description:
It was reported that the left lead had migrated significantly and as a result, the stimulation was one-sided and was no longer providing adequate pain relief to the patient. The patient underwent a lead explant procedure and was doing well postoperatively. The explant devices were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three to four weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).